Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode missing. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that transmitter did not blink when connect to sensor and was missing electrode. She did not trust the lot and agreed to replace 4 box sensors. She is pregnant and not willing to try another box. The customer was advised to call in future to troubleshoot. The sensor will not be returned for analysis.